Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180, lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. They replaced the motion interface controller, now the system enters standalone mode as soon as interconnect cable was disconnected and full response from motion controllers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had delayed motions and frequently requires rehoming on boot up. The image acquisition system (ias) was booted up but the home settings had been lost. The site took four attempts to rehome the system as it kept failing to complete the steps. Case started and was completed on time. Troubleshooting was performed and the logs showed numerous dead-man errors on the bus line. During testing, it was observed that it took 43 seconds for the system to enter standalone mode from 2d mode after disconnecting the interconnect cable. After reconnecting the cable, the pendant buttons did not produce motion. Logs showed the pendant commands working, motion system not responding to it. The probable cause of the reported issue was that the motion interface controller was the likely issue and its dead-man circuity may be failing. There was no patient involvement.